Manufacturer narrative:
The device involved in the reported event was disposed at the facility and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in (B)(6) indicated the during the a procedure while the aspiration was working fine, the cutter stopped cutting. The cutter was replaced and the procedure was completed without any injury or consequences to the patient.